Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks from the cardiac resynchronization therapy defibrillator (crt-d) for atrial flutter. The patient was hospitalized and was scheduled for an atrial flutter ablation one week later. The crt-d remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.